Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that three to four time the customer was found on the floor, passed out, due to low blood glucose and the customer's spouse had to call the paramedics. Per the customer's doctor the customer stopped using the insulin pump. The customer passed away on (B)(6) 2015 in the emergency room. The customer was not hospitalized; the spouse had dropped him off at the dialysis center, the customer took off his jacked and dropped to the floor. The caller stated that the cause of death was that his heart stopped; there were multiple factors, such as morbidity, kidney failure, and congestive heart failure. The customer had a stroke in 2008. The caller did not know the customer's blood glucose, at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected six months prior to death, per doctor's instructions. The customer did not use sensors. The caller agreed to return the insulin pump; it has been without a battery for six months.